Event description:
During a left thoracotomy and pulmonary resection, the surgeon attempted to fire device and it locked up. No patient injury. New unit acquired and the procedure proceeded with minimal delay.